Event description:
It was reported that a prostaglandin infusion was started at 1700 and the device was found to be off at 1915. There were no alarms reported, and there was no reported patient impact.

Manufacturer narrative:
Correction: this file is no longer needed as it is duplicate to pr401520 (manufacturer report number 2016493-2020-17391). A revised investigation summary will be sent to the customer via file pr401520.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a prostaglandin infusion was started at 1700 and the device was found to be off at 1915. There were no alarms reported, and there was no reported patient impact.